Manufacturer narrative:
D3: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1-reporter facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device malfunctioned, and the patient was without medication for 48 hours. Per reporter, the patient realized that when they started to feel very sick. This was not the first time they had been off the medication for a more than a day and the medical doctor had advised them to follow the same protocol every time until they are back up to their maintenance dose again. This was a continuous infusion of remodulin 18.817ng/kg/min, subcutaneous, set flow rate, and volume delivered were unknown. The pump did not alarm. The device was replaced, and the patient have a backup device which they were able to switch to and it was able to successfully continue their infusion. There was a patient involvement and unknown patient harm/adverse event reported.